Manufacturer narrative:
Product complaint # (B)(4), batch # r5a89m. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One photo was provided; the photo shows two pictures of an anvil with a green reload loaded over tissue. The reload can be seen damaged in both pictures. Based on the pictures reviewed the event described is confirmed. Please refer to device analysis for full analysis details.

Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an sleeve gastrectomy procedure that there were shavings from the green reload that were seen lying on the gastric tissue and the shavings were very visible and the surgeon removed them. Another like device was used to complete the procedure. There were no adverse consequences for the patient.